Manufacturer narrative:
A backplane printed circuit board (pcb) and a flash drive were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was conducted and no anomalies were observed. The backplane pcb and flash drive were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated loss of communication error messages. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found diagnostic codes in the memory logs relevant to the reported issue; however, was not able to duplicate the reported issue. The ventilator passed all calibrations; however, during testing, the ventilator was intermittently generating universal serial bus (usb) error messages. The se replaced the communications backplane printed circuit board (pcb) and usb kit. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
An exhalation flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed and found the hot film element (wire) was broken. An investigation was performed and the product analysis technician reported that the root cause was isolated to the broken wire due to customer mishandling. If information is provided in the future, a supplemental report will be issued.